Event description:
It was reported that intermittently the up/down buttons (for vertical lift column) on the 9800 system would not work (lift would not go up/down). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 24v power supply (ps3). The system was tested and found to be working as intended and placed back into service.